Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room due to syncope. The pulse generator exhibited an error message and difficulty to interrogate. Several attempts to interrogate the device were unsuccessful. It was noted that the device was in backup vvi operation.